Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent an MRI scan in (B)(6) 2013, without previously removing the internal magnet of the receiver/stimulator. Subsequently, the patient experienced pain around the implant site. The implanted device remains. The patient underwent revision surgery on (B)(6) 2013, to reposition the internal magnet.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to reposition the magnet. The patient was placed under general anesthesia. This report is filed (B)(4) 2013. Implanted device remains.